Event description:
The customer reported to olympus that the gastrointestinal videoscope had reduced angulation. There was no patient involved in this event as the issue was discovered during reprocessing. The subject device was subsequently returned to olympus and evaluated. The evaluation discovered that there was an unidentified foreign material (yellowish/brown in color) on the device. This medwatch report is being to capture the reportable malfunction identified during evaluation.

Manufacturer narrative:
The customer¿s allegation (reduced angulation) was confirmed. The foreign matter found in the nozzle was due to insufficient re-processing. The additional following findings are as follows: due to clogging of the nozzle, water removal ability does not meet the standard value, the wear of the angle wire, bending angle in the up, down, left and right direction does not meet the standard value. The nozzle clogging, amount of water contact does not meet the standard value, the objective lens has a scratch, the plastic distal end cover has a dent, the scope cover has a scratch, the light guide lens has a chip, the bending section cover, or distal sheath, has clotting protein, and the grip has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed due to imperfection of proper reprocessing. However, the definitive root cause of the foreign materials was unable to be determined. The foreign matter found in the nozzle was unable to be identified. The event can be prevented by following the instructions for use: "instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection shows how to detect the events. Instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the events." Olympus will continue to monitor field performance for this device.